Event description:
Laparoscopic nephroureterectomy - "the user found a black piece inside the abdominal cavity during a procedure. He removed it from the cavity and found it fit to the damaged part of the septum in the seal." Patient status - "the patient was not injured."

Manufacturer narrative:
Investigation summary: the seal of the event and the torn of piece of the septum were returned for evaluation. Upon inspection, engineering confirmed that a portion of the septum had been torn off. No other damages or defects were observed. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the seal appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The applied medical instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal for easier insertion. This document represents our final report.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.